Event description:
It was reported that the ilet device¿s touch screen was cracked during a move, resulting in an inability to unlock or navigate the device and loss of watertight integrity. Customer care provided support that included customer functional assessment guidance, including shutdown instructions, data sync status confirmation, and return logistics. Investigation of this case revealed physical damage to the screen that rendered the touchscreen nonfunctional and compromised enclosure integrity. No clinical symptoms and no injury reported. Outcomes included the need to replace the device and to discontinue use of the damaged unit. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.